Event description:
Tampon stuck inside- vagina [foreign body in reproductive tract]. Tampon string ripped off [device breakage]. When I went to take it out...tampon string ripped off [complication of device removal]. Case narrative: consumer reported via rr that string ripped off during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.